Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020, due to the patient inadvertently pulling out the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 4, 2021.